Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed it was in good condition and was manufactured in 2015. Customer's electrical issue was duplicated. The device was fitted with temp check and powered on with attached line cord. The water flow into the reservoir from the pump is insufficient, confirming the customer complaint. The root cause of the electrical issue was determined. The pump was not operating as intended causing low water flow. Actions taken to mitigate the reported issue: after the pump part was replaced the device functioned as intended.

Event description:
It was reported that low water flow was experienced. No patient injury reported.